Manufacturer narrative:
A supplemental MDR is being submitted for additional information from received from a product evaluation. The following sections of this report has been updated: update to b4, g3, g6, h2, h3, h6, h10. The investigation is ongoing.

Event description:
As reported by the field clinical specialist (fcs), during implant of a 26 mm sapien 3 ultra resilia valve in the aortic position, the esheath+ went into the patient appropriately, however there was some difficulty when inserting the valve. Upon looking under the x-ray, the valve strut was visible outside of the esheath+. An attempt was made to pull back, twist the delivery system and move forward, however there was still some difficulty. The decision was made to remove the delivery system and esheath+ together and replace with new everything. Per additional follow up from the fcs, the photo that is closest to this malfunction is the photo of the "liner strand". The damage was located on the sheath shaft and liner. While inserting the valve into the sheath is the point of the procedure where the damage occurred. There was no withdrawal difficulty. The insertion angle was not more steep than usual, however there was some calcium. There was no patient injury and the patient was discharged after a successful implant. The perceived root cause of the event is the calcium not allowing for flexibility of the valve to track through. The product was returned and based on the returned device condition, liner strand and liner tear were not confirmed. Most of the liner was unexpanded and the rest expanded as designed. There was hdpe damage on the esheath+. Incidentally engineering created a liner tear/ strand while advancing the delivery system during this evaluation.

Manufacturer narrative:
A supplemental MDR is being submitted for additional information received from a product evaluation. The following sections of this report has been updated: update to b4, g3, g6, h2, h3, h6, h11. The product was returned; therefore, a product evaluation investigation was completed. As a device was returned, a visual evaluation, functional, and dimensional testing was completed. The returned device was visually examined, and the following was observed: liner partially expanded for approximately 7.5" from distal strain relief. Remainder of liner unexpanded and distal tip unopened. Crimped thv stuck near distal strain relief; kink noted on sheath shaft near stuck thv. Hdpe damage noted approximately at 4.5" and 4" from distal tip. Scratches present along sheath shaft. Review of provided 3mensio revealed the following observations: patient's access vessels had presence of calcium and tortuosity, aligning with the 'moderate' degree of each as stated in the salesforce report. As the returned device meets specification with no evidence to support a manufacturing/design defect has contributed to the complaint, a manufacturing mitigation review is not required. While the IFU/training manuals specific to this complaint event are not listed in the technical summary written by edwards lifesciences, a review of the instructions reveals similar content as documented in the technical summary. Therefore, the review of the instructions/manuals within the technical summary remain equivalent to the instructions/manuals for this complaint event. The content adequately provides warnings and instructions for use regarding the reported complaint event. A review of edwards lifesciences risk management documentation was performed for this case. Current risk mitigations include design and manufacturing controls, IFU warnings and cautions, and physician training. No evidence of product non-conformances or labeling/IFU inadequacies were identified in the evaluation.' Through extensive complaint investigations, events reporting resistance during delivery system insertion/advancement through the sheath and potential valve frame damage using the s3u/s3ur valve configuration have not been associated with device malfunctions or manufacturing nonconformances. Rather, the root cause for these events have historically been due to vessel tortuosity, calcification, undersized vessels, and/or steep insertion angle. In addition, valve frame and/or sheath damage can be a result of increased push force and any excessive device manipulation or sheath-valve interaction. The complaint for inability to advance through sheath was confirmed based on returned product evaluation. Available information suggests that patient factors (calcification, tortuosity) likely contributed to the event as confirmed via 3mensio and evidenced through scratches/hdpe damage present on sheath shaft. Tortuous patient anatomy can create sub-optimal angles that can lead to non-coaxial alignment between the delivery system with crimped valve and sheath inner lumen. Kinks or curvature along the sheath shaft can be indicative of the presence of vessel tortuosity. Calcification can reduce the vessel lumen diameter and may increase restriction leading to resistance. Similar to tortuosity, calcification can also result in the creation of sub-optimal angles during delivery system insertion that may lead to resistance. Scratches observed on the sheath shaft can be indicative of the presence of calcified nodules within the access vessel. The complaint for sheath damaged was confirmed through returned product evaluation. Available information suggests that patient factors (calcification, tortuosity) and/or procedural factors (high push forces) likely contributed to the reported event. 3mensio report confirmed presence of calcified/tortuous anatomy while a bent strut was revealed on crimped thv during product evaluation, suggestive of high push forces being used to overcome resistance. Therefore, it is possible that additional device manipulation was used to overcome the resistance associated with challenging anatomy, resulting in damage to the sheath. Vessel calcification and/or tortuosity could exasperate the interaction between the crimped valve and sheath. Sharp calcified nodules could directly weaken the sheath shaft making it more susceptible to damage as the delivery system with crimped valve was advanced through. The complaint for sheath liner strand was confirmed through returned product evaluation. Available information suggests that patient factors (calcification, tortuosity) and/or procedural factors (high push forces) likely contributed to the reported event. In this case, returned product evaluation revealed a bent strut on crimped thv, likely promoted during intra-procedural system advancement due to a combination of challenging anatomy and high push forces. Consequently, the altered thv profile could cause the valve to catch on the sheath liner during functional testing, leading to damage (tear with a strand). It is also possible that the liner material became weakened during procedure via interactions with sharp calcium nodules and/or crimped thv, exasperated through patient's tortuosity. These factors likely compounded into the compromised integrity of liner material. The product risk assessment is captured in a technical summary written by edwards lifesciences, which applies to this complaint event. The risks outlined in the pra remain the same. The pra documents the difficulty advancing the delivery system through the sheath, resulting in difficulty or the inability to introduce delivery system/loader and advance through sheath, prolonging procedure, which did occur during this event. Trending analysis indicates complaint rates are within the control limit. As the complaint did not exceed the pra re-escalation threshold, no further action is required. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. Since no edwards product defects or labeling deficiencies were identified, no corrective or preventative action is required.

Manufacturer narrative:
Investigation is ongoing.

Event description:
As reported by the field clinical specialist (fcs), during implant of a 26 mm sapien 3 ultra resilia valve in the aortic position, the esheath went into the patient appropriately, however there was some difficulty when inserting the valve. Upon looking under the x-ray, the valve strut was visible outside of the esheath. An attempt was made to pull back, twist the delivery system and move forward, however there was still some difficulty. The decision was made to remove the delivery system and esheath together and replace with new everything. Per additional follow up from the fcs, the photo that is closest to this malfunction is the photo of the "liner strand". The damage was located on the sheath shaft and liner. While inserting the valve into the sheath is the point of the procedure where the damage occurred. There was no withdrawal difficulty. The insertion angle was not more steep than usual, however there was some calcium. There was no patient injury and the patient was discharged after a successful implant. The perceived root cause of the event is the calcium not allowing for flexibility of the valve to track through.